Manufacturer narrative:
H3, h6: the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported issue pendant buttons difficult to press. Pendant passed visual inspection. Install pendant on test system. The system and pendant booted and readied. Perform 2d and 3d imaging successfully. All pendant keys functions actuated correctly. Cable were stretched and stressed. No functional problem found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) the pendant returned to the manufacturer for analysis and was under analysis. B21, c21, d16 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi 71000529rpend, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the site stated the pendant buttons were too difficult to push. There was no patient involved.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that replaced pendant, verified switches. Completed system checkout, system functions normally. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi 71000529 rpend, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.